Event description:
A report was received that during a permanent implant procedure the physician accidentally punctured the pt's dura. The physician performed a blood patch and instructed the pt to lay flat and drink plenty of caffeine. The pt is reportedly doing well.